Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached; the glass cap exhibits mild detritus adhesion; the glass cap exhibits moderate devitrification; there is no sign of the bevel edge being melted; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the product analysis results, the product complaint of "forward firing" could not be confirmed; a cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber was forward firing @ 23,785 joules. Gland volume 80. The procedure was completed with turp. There was no injury to patient.

Manufacturer narrative:
(B)(4).